Event description:
The facility reports when lifting the pt from the bath stretcher into the water, the carer saw that the arm of the pt got jammed between the side rack of the bath stretcher. During lifting of the bath stretcher into the bath, the injury occurred and the arm got jammed between the bath and the side rack. When the injuries were noticed, the pt remained at the same height so the injury could be looked at. The arm was freed and the nursing done. After this, the pt was clothed on the bed. The pt sustained a graze to the right forearm. An arjohuntleigh investigator examined the device and found that it was 16 years old. The condition was moderate; the service contract had concluded. All functions conformed to manufacturer specifications. (B)(4).

Manufacturer narrative:
The manufacturer concludes the root cause for the event is user error. The user of the device has not followed the proper procedure for lowering the device into the bath. It is stated on page 9 in the operating and daily maintenance instructions (4.22.01/1 gb, february 1993): "always make sure that the pt holds her arms across her body the moment the lift trolley or bath tub is raised or lowered." In this case, the pt had her arms outside of the stretcher and got jammed between the stretcher and the bath. This could have resulted in a broken arm; therefore, this event is considered to be reportable. The manufacturer recommends the customer be retrained against the proper handling procedures in the operating and daily maintenance instructions. Even though, in this case, the expected lifetime has not been specified, the manufacturer now considers the expected lifetime of this type of device to be 10 years. It is recommended that consideration is given to replace the entire device due to its age (16 years).